Event description:
Spontaneous call from patient's husband. Pumps replaced for maintenance this month. One of the pumps giving "no disposable, pump won't run" message. Patient and husband tried removing cassette and re-seating it. Did not resolve error. No interruption to therapy, back up pump working. New pump sent. Serial number not provided by the patient at this time. Reported to (B)(6) by: patient / caregiver.